Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 580 mg/dl. The customer's current blood glucose level was 221 mg/dl. The customer was treated with intravenous drip. The drive support cap appears normal. The insulin pump will be returned for analysis.